Manufacturer narrative:
Correction - h6 - clinical code should be pericardial effusion instead of cardiac perforation.

Event description:
New information received notes that the effusion was a pericardial effusion and the physician was unsure what was the cause. There were no patient symptoms or issues.

Event description:
Related manufacturer reference number: 2017865-2021-37463. It was reported that the patient presented with an unknown effusion. Therefore, the physician elected to explant and replace the right atrial (ra) and right ventricular (rv) leads. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.